Event description:
The target lesion was the right vertbral artery and the basilar artery. The rate if 90% stenosis was found on the right and the left carotid artery. Right femoral approach was chosen for the procedure. When the pt was taken to the hosp, he was already unconscious because of cerebral infarction. After the physician performed CT scan and an MRI scan, he decided to treat it with ivr. He advanced the gc (cathex) to the right vertebral artery. Then he inserted the mc (actual product) and the gw (transend/boston) together into the target lesion. After arrival of the mc and the gw, he started thrombosis by urokinase. After that, he performed angioplasty from the mc, and found that the target lesion was cleared. Then he withdrew the mc, and performed angioplasty from the same gc, and found that the distal part of the mc remaiend in the basilar artery toward the right ventricle artery. Soon after that, he withdrew the distal part from the pt;s body surgically. Then, the procedure finished. However the pt died of brain edema in 2006. Note: this product will not be retruned for analysis. Additionally, as reported by the affiliate there was no correlation between the casue of death and the event product.